Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between december 05, 2023 and july 31, 2024 recorded the pacing impedance around 400 ohms with one decrease to <250 ohms in july 2024. The shock impedance trend curve showed stable values around 80 ohms. The analysis of the provided iegm episodes no. 592 from july 24, 2024 revealed artifacts on the rv channel, which led to the reported oversensing. Episode no. 563 from july 22, 2024 showed right ventricular oversensing of artifacts leading to shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing with inappropriate therapies was reported. The lead was extracted and a new one was implanted.